Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: new zealand. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the mesher plate/comb was bent and would not cut. An alternate device was available for immediate use. There was no harm or delay reported. An alternate device was available for immediate use. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined that the comb was bent. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to device design. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.